Event description:
The radiofrequency programmer head was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the uplink tests were out of specification and that telemetry was intermittent. It was additionally noted that the head passed all tests with a known, good cable. The head was to be sent on for repair and restock. (B)(4).